Manufacturer narrative:
The pump passed the rewind, prime, excessive no delivery, unexpected restart and self tests. Unable to perform the displacement, basic occlusion or occlusion tests due to the reservoir tube lip damage. The test reservoir will not lock and will not remain in place due to the reservoir tube lip damage. The pump had a completely broken off reservoir tube lip, a missing reservoir tube o-ring, minor scratches on the display window, cracked battery tube threads, a missing end cap sticker and a stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the top of the reservoir housing on the insulin pump is damaged and the o ring is missing. Customer's blood glucose was unknown at the time of incident. Customer indicated of hospitalization for low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Troubleshooting for the low blood glucose was declined by the customer.